Event description:
It was reported that (1) device was used during a tonsillectomy. It was reported by the rep that the surgeon was using the co's original sharp hook blade along with the luke handpiece and accidentally burned the roof of the pt's mouth. The surgeon blamed the nursing staff as they did not use the protective sheath on the instrument.